Event description:
It was reported via repair work order that the battery was not locking into the terminal block due to a broken terminal block. Sharp edges were accessible. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.